Event description:
Ce was done in 2007. Pt was notified of retained capsule on the following month. Xray determined that the capsule is stuck in esophagus. The physician is planning to do a surgery to get the capsule removed. An esophageal foreign body, such as the capsule, may be removed by an ent surgeon. Given imaging, medical advisor dr. Discussed with pt physician who safely removed a retained capsule from the patient's esophagus. Dr. Said that the reason for the retention was a zenkers diverticulum. This condition is typically related to dysphagia or a swallowing disorder and is considered a relative contraindication to ce.

Manufacturer narrative:
The pt had a condition that is known to be a relative contraindication to capsule endoscopy. Consequently, this appears to be a case of user error.